Manufacturer narrative:
Manufacturer's investigation findings: the reported event of a damaged battery cover was confirmed with the system controller (serial # (B)(6)). Visual inspection revealed a damaged battery cover that was fractures adjacent to one of the screw tabs. A root cause of the damaged battery cover could not be determined during the evaluation. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could correlated to the reported event. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 18jan2018. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup battery could not be replaced because the back plate was jammed shut and broke upon removal. The patient was issued a new system controller.